Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they hospitalized due to hypoglycemia as well as hyperglycemia. The customer did not provide blood glucose values. The customer also did not provide details on symptoms and treatment related to the high blood glucose and low blood glucose level. However, customer was received no delivery alarm and battery life diminished. The customer did not return the insulin pump back for analysis.